Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing transmitted device data, episodes of noise resulting in oversensing and pacing inhibition and episodes of noise resulting in noise reversion were observed on the device. The device was reprogrammed to resolve this event. The patient was stable with no adverse consequences.